Event description:
The initial complaint info provided from the customer was that a horizontal line going across the subject visual axis after the lens had been in the pts eye. From that the info given by the doctor, after post-operation, vision was "fairly good". The doctor had refered subject to retinal specialist who found no pathology. Lens was not explanted by the doctor. The second complaint was reported when doctor explanted the lens with the reason aformention. (In addition an incorrect serial number was provided in the initial complaint, further investigation was to identify the corrected serial number).

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in singapore: the lens was explanted from the eye. The injector was not returned with the lens. After cleaning the lens, a thin scratch was found on the surface of the lens during 20x magnification inspection. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4). Model: fy-60ad). The exact root cause is not determined.

Event description:
The initial complaint information provided from the customer was that a horizontal line going across thie subject's visual axis after the lens had been in patient's eye. From what the information given by the doctor, after post-operation, vision was "fairly good". The doctor had referred subject to a retinal specialist who found no pathology. Lens was not explanted by doctor. The second complaint was reported when doctor explanted the lens with the reason aformentioned. (In addition, an incorrect serial number was provided in the initial complaint. Further investigation was to identify the corrected serial number).